Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 9/15/2017 resulted in defect found; returned test strips produce high control readings and the event was determined to be reportable. Most likely underlying root cause of high control results are due to improper storage: strip left outside of vial for an extended period of time. (B)(4).

Event description:
Consumer reported complaint for high control glucose test results. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is (B)(6) 2017. Adverse event not reported at time of call on (B)(6) 2017.